Event description:
The bi-700-02000 model of the medtronic o-arm has been in use at this facility since march 2019, and is replacing another medtronic unit. Employees are complaining about a significant difference in the amount of force needed to maneuver the o-arm. This particular maneuvering action is what is called "jacking" or "lift and shift" in order to move the o-arm laterally. After the o-arm is "jacked up", the technologist has to lift the base by the handle to get the front wheels back on the ground in order to move it. This ends up causing a great amount of strain on the technologist's neck, shoulders, and/ or back. Facility action: contacted medtronic and only given suggestions by medtronic on how to properly use o-arm and explanation given of "that's just how it is made." A video of the exact same model that's being used at another user facility was viewed. It appears this same move seems to require little effort in this video. Contacted an ergonomic specialist. Report follows: the medtronic o-arm has been in use at this facility since march 2019, and is replacing another medtronic unit. Employees have noted a significant amount of force needed to maneuver the unit. The unit is placed into an alcove when not in use, and must be pushed laterally in order to put it into the alcove. In order for the unit to fit the o-arm unit must be retracted fully into a c-position. This action takes away the forward counter weight, and results in the unit being loaded to the rear of the o-arm. The employee then must apply a pulling force, whilst pushing down on the back area to get it to move. The unit has an automated drive when moving forward, and with enough room present, can be manipulated into the correct space. Often, the employees note that there is not enough room in the or to use this function and manual methods of moving must be implemented. When the arm is in the open position downward force must be applied on the handle while the employee must move the unit laterally. Up to 50 pounds of push force was needed to move the unit laterally. A downward force of up to 42 pounds was needed to counter the lack of weight on the front end between the o-arm being closed or open. For comparison, the previous o-arm required 14 to 18 pounds of force to move laterally with no downward force required. After the ergonomist evaluated the equipment, his three recommendations were: counter weight. Biomed tech to contact the medtronic o-arm representative to discuss our issues. One option that was discussed was to have a counter weight available to apply to the base of the unit near the front (which would eliminate the need to push down on the handle area) in order to aid in reducing the push force needed to move the unit manually. Storage space. The alcove area where the unit has been historically kept is a limiting factor. Identification of an area where the o-arm can be closed and to not have to move the unit laterally in order to recharge and store is recommended. Staff orientation. Orientation of the or staff to better understand the space requirements of the new o-arm may be beneficial. This would especially apply to the or technicians who set up the surgical suite and sterile field so that they understand the need for increased space for operation of the new o-arm. A biomed tech did follow up with medtronic field service engineer (fse) regarding counter weight, and the fse reported that the tipping is normal and they are safeguards so it doesn't tip and crush a user's foot. Biomed had this discussion with the fse early on, and we had not had too much experience with the unit, yet. The biomed tech did add a 20 lb weight inside the front cover with no luck. The weight fit inside the cover, but was too large and would have been in the path of the extending assembly when moving the o-arm out. The tech did place the weight at the end of the bottom frame and when he extended the o-arm and jacked it up, 20 lbs was not enough to make a difference.